Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons became unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had battery cap cracked and unexplained no delivery alert. The insulin pump will not be returned for analysis.